Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer experienced vomiting and difficulty in breathing due to high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with bolus. The drive support cap appears normal. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The infusion set cannula was bent. The insulin pump will not be returned for analysis.